Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that the article was not about the lead, but the procedure that may be needed when working with this type of lead. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/54 years old. Of note, multiple patients, were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿removal of subcutaneous defibrillator shocking coils: lessons to learn for future extraction of subcutaneous defibrillator systems.¿ pace - pacing and clinical electrophysiology. 2018; 41(10):1341-1344. Doi://10.1111/pace.13481. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the removal of this lead model. The article reported that there were patients who experienced infections/erosions, lead fractures, defibrillation threshold testing (dft) failure, and post-heart transplant lead removals. There was one patient who needed a laser sheath to remove the lead due to ¿dense fibrosis¿ at the lead tip. There was one patient who developed a ¿pocket hematoma and upper extremity deep venous thrombosis.¿ according to the author, removal of all leads was ¿successful.¿ of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.